Manufacturer narrative:
A company rep examined the system and replaced the host module. The system was then tested and met all product specifications. A root cause has not been identified. (B)(4).

Event description:
A clinical svcs engineer reported, on behalf of the hospital, that during surgery, the footswitch was not recognized by the system. A second footswitch was tried, and it was not recognized either. The system was exchanged and the surgery was completed. The engineer reported that there was no harm or injury to the pt.